Event description:
A theatre sister reported that during a procedure, the surgeon noted the knife was blunt upon making the incision. There was no harm to the patient.

Manufacturer narrative:
The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. The root cause is unknown at this time. (B)(4).